Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse found that the user interface (ui) assembly needed to be replaced. The repair is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that it was hard to view the display screen as it was dim. There was no patient involvement at the time the issue was discovered as the issue was found during periodical device checking at the hospital. The device kept operating when the issue was observed. There was no reported delay in therapy. The customer called technical support to report that it was hard to view the display screen as it was dim. Investigation is ongoing

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse found that the user interface (ui) assembly needed to be replaced. Therefore, the user interface (ui) assembly in which the liquid crystal display (lcd) was originally assembled was replaced, and the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed ui assembly was returned to the product investigation lab (pil). The pil technician confirmed that all printed circuit board assemblies (pcbas), interface cables, and the lcd associated with the ui assembly operated as designed; the graphics were visible, and the backlight portion of the lcd (ccfl (cold cathode fluorescent light) backlight) operated as designed leaving for an easy-to-read lcd and a bright backlight. The pil technician also verified that the touch portion of the lcd operated as designed and that the device could be powered down by the power off button noted on the display as well as through the use of the accept button on the front panel of the interface. No problem was found.